Manufacturer narrative:
Additional information added to d9, h3, h6 and h10. The actual device was received for evaluation. Visual inspection of the product with the naked eye showed several black particles in the header cap and at one point on the o-ring. Due to the small number of particles, a material analysis could not be performed. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported prior to patient treatment, several brown stains were observed in the housing near the header of arterial side of a polyflux 140h. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.